Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / increasingly severe pain') in an adult female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain"), migraine ("excessive migraine headaches") and alopecia ("excessive hair loss"). The patient was treated with surgery (essure removed (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, dyspareunia, abnormal weight gain, migraine and alopecia had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, discomfort, dyspareunia, menorrhagia, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 4-jun-2020: pif received: essure removal date added. Intervention was done for pelvic pain d. Action taken with drug added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a metallic coil embedded in the lumen· at the proximal portion of the fallopian tube. It is extracted in two parts'), embedded device ('metallic coil embedded in the lumen· at the proximal portion of the fallopian tube') and pelvic pain ('chronic pelvic pain / increasingly severe pain') in an adult female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, uterine leiomyoma, cystocele, paratubal cyst, cervical cyst, adenomyosis, follicular cyst of ovary, parakeratosis and fibrosis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain"), migraine ("excessive migraine headaches") and alopecia ("excessive hair loss"). The patient was treated with surgery (essure removed (B)(6) 2017, laparoscopic assisted vaginal hysterectomy, bilateral salpingo-oophorectomy and hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage and embedded device outcome was unknown and the pelvic pain, discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, dyspareunia, abnormal weight gain, migraine and alopecia had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, device breakage, discomfort, dyspareunia, embedded device, menorrhagia, migraine and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage and embedded device quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a metallic coil embedded in the lumen· at the proximal portion of the fallopian tube. It is extracted in two parts'), embedded device ('metallic coil embedded in the lumen· at the proximal portion of the fallopian tube') and pelvic pain ('chronic pelvic pain / increasingly severe pain') in an adult female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, uterine leiomyoma, cystocele, paratubal cyst, cervical cyst, adenomyosis, follicular cyst of ovary, parakeratosis and fibrosis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain"), migraine ("excessive migraine headaches") and alopecia ("excessive hair loss"). The patient was treated with surgery (essure removed (B)(6) 2017, laparoscopic assisted vaginal hysterectomy, bilateral salpingo-oophorectomy and hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage and embedded device outcome was unknown and the pelvic pain, discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, dyspareunia, abnormal weight gain, migraine and alopecia had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, device breakage, discomfort, dyspareunia, embedded device, menorrhagia, migraine and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: metallic coil embedded in the lumen. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, patient medical history, event: embedded device added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.